Manufacturer narrative:
Upon follow up it was reported the patient was treated with unspecified antibiotics for the peritonitis event. Forty-eight days after event onset, the pd catheter was removed (due to no response of the antibiotic treatment, as the cell count did not decrease) and the patient was switched to hemodialysis therapy. At the time of report, the patient remained on hemodialysis therapy, however; it was planned to restart peritoneal dialysis therapy after the reinsertion of a pd catheter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event, action with pd therapy and patient outcome were not reported. No additional information is available.